Event description:
The complainant has reported that a patient (age & gender unknown) underwent therapeutic multiple band ligator procedure for treatment. The clinician stated that first band deployed successfully while using the speedband superview super 7 multiple band ligator device, but the second and third band did not deploy. The procedure was not completed at this point; however, there is no further patient information available at this time. Should any additional relevant information become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement. Access and maintenance procedures.